Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Medical records received and evaluation: a medical review was performed and concluded: "given the reported cobalt value of 35 nmol/l in this arthroplasty patient, this value should be considered normal and not an indication of some metal-related type of problem or even risk factor for such." "No indication for device-related matters as also supported by the mar findings. This pi case is not device-related." "Diagnosis: cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty potentially contributing to corrosion effects in the taper junction with marginal or absent adverse clinical effects." Conclusions: a medical review was performed and concluded "cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty potentially contributing to corrosion effects in the taper junction with marginal or absent adverse clinical effects". There was no evidence of a device related issue. Additional information, including operative reports, progress notes, pathology reports and series x-rays are however needed to fully investigate the event. No further investigation is required. If further information becomes available this investigation will be re-opened.

Event description:
The customer (B)(4) reported that the patient underwent a scheduled revision of a femoral head and acetabular liner for the left hip on (B)(6) 2015 at (B)(6). The customer reported that some black coloured debris was seen within the femoral head when removed from the stem taper and some debris was on the taper as well. The customer reported that the surgeon was concerned about the taper wear from the femoral head. The patient's blood cobalt levels were reported to be slightly raised with a value of 35nmol/l in (B)(6) 2015. The date of the primary implant was given as (B)(6) 2012.

Manufacturer narrative:
An event regarding taper junction wear and elevated ion levels involving an accolade stem was reported. The event of the taper junction wear was confirmed from the returned femoral head. The reported elevated metal ion levels could not be confirmed. Method & results: -device evaluation and results: material analysis confirmed the presence of material transfer from the stem onto the returned metal head. No further analysis could be performed as the stem remains implanted. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as patient history and follow-up notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
The customer (B)(4) reported that the patient underwent a scheduled revision of a femoral head and acetabular liner for the left hip on (B)(6) 2015 at (B)(6) hospital. The customer reported that some black coloured debris was seen within the femoral head when removed from the stem taper and some debris was on the taper as well. The customer reported that the surgeon was concerned about the taper wear from the femoral head. The patient's blood cobalt levels were reported to be slightly raised with a value of 35nmol/l in (B)(6) 2015. The date of the primary implant was given as (B)(6) 2012.

Event description:
The customer (B)(6) reported that the patient underwent a scheduled revision of a femoral head and acetabular liner for the left hip on (B)(6) 2015 at (B)(6) hospital. The customer reported that some black coloured debris was seen within the femoral head when removed from the stem taper and some debris was on the taper as well. The customer reported that the surgeon was concerned about the taper wear from the femoral head. The patient's blood cobalt levels were reported to be slightly raised with a value of 35nmol/l in (B)(6) 2015. The date of the primary implant was given as (B)(6) 2012.